Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that there was a broken grasper on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable was frayed. The conductor wires were intact and undamaged, however the drive cable was frayed. One grip cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.